Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (up to 320 mg/dl). Customer delivered a 1 u bolus and saw no effect to bg. Customer disconnected, delivered a bolus, and no insulin was seen exiting the patient line from the cartridge. No alarms or alerts occurred. Customer changed out all supplies and administered a manual injection to address the elevated bg. Customer reported that bg was stable and on target.